Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and chest discomfort. The right atrial (ra) lead was seen to have a polarity switch and a lead warning occurred for an unknown reason. The ra lead remains in use. No further patient complications have been reported as a result of this event.